Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that a patient presented with an infection. Noted, on the patient's system. The system was explanted on (B)(6) 2024. No adverse patient consequences were reported.